Event description:
The iab leaked. This was the only info at the time of the report. (Event complications: unk-reported 8/11/97). (Pt's current status: unk 8/11/97).

Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.